Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (four pregnancies, three births, one abortion.). No known drug allergies. Past medical-surgical history: of no clinical interest. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), menorrhagia ("excessive bleeding"), headache ("strong headaches"), anxiety ("high anxiety"), stress ("stress"), pain in extremity ("severe leg pain") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with complete removal of both essures). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, menorrhagia, headache, anxiety, stress, pain in extremity and alopecia outcome was unknown. The reporter considered alopecia, anxiety, headache, hypersensitivity, menorrhagia, pain in extremity, pelvic pain, stress and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: retroverted uterus measuring 76x46 mm. Regular cavity with an 11 mm endometrium. Both essure devices are correctly positioned. Normal ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (four pregnancies, three births, one abortion.). No known drug allergies. Past medical-surgical history: of no clinical interest. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), menorrhagia ("excessive bleeding"), headache ("strong headaches"), anxiety ("high anxiety"), stress ("stress"), pain in extremity ("severe leg pain") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with complete removal of both essures). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, menorrhagia, headache, anxiety, stress, pain in extremity and alopecia outcome was unknown. The reporter considered alopecia, anxiety, headache, hypersensitivity, menorrhagia, pain in extremity, pelvic pain, stress and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: retroverted uterus measuring 76x46 mm. Regular cavity with an 11 mm endometrium. Both essure devices are correctly positioned. Normal ovaries. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthenia in 2011, fatigue in 2011, dizziness in 2011, haemoglobin decreased in 2010, malaise in 2008, fever in 2008, nausea in 2008, multi gravida (four pregnancies, three births, one abortion.), multiparous, miscarriage of pregnancy, dysmenorrhea (tm:4/28 occasional dysmenorrhea) and syphilis (treated during the last two pregnancies). No known drug allergies. Past medical-surgical history: of no clinical interest. Previously administered products included for an unreported indication: cerazet 75 in 2010 and antidepressant. Concurrent conditions included urinary tract infection since (B)(6) 2012, hair loss (she refers to hair loss but has low hemoglobin (i.e. A certain degree of anemia) after giving birth) since 2010, anxiety since 2008, neck pain since 2008 and headache (since adolescence). Concomitant products included desogestrel (cerazet) until (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced dyspepsia ("heartburn"), polyuria ("polyuria") and urinary tract infection ("urinary tract infection, recurrent"). On (B)(6) 2014, the patient experienced dysuria ("discomfort when urinating, recurrent"), renal pain ("pain in both renal fossa") and back pain ("constant, moderate, non-radiating low back pain / lumbar pain radiating to legs"). On (B)(6) 2017, the patient experienced neck pain ("strong headaches (holocranial oppressive pain with associated cervical pain) / recurrent cervical pain") and headache ("strong headaches (holocranial oppressive pain with associated cervical pain)") with nausea. On (B)(6) 2018, the patient experienced tension headache ("cervicogenic episodic tension headache"), migraine ("episodes of hemicranial pain associated with nausea that usually appear 3-4 days before menstruation") and menstruation irregular ("menstrual irregularities"). On (B)(6) 2018, the patient experienced arthralgia ("cervical pain radiating to the head and right arm / carvicalgia and right omalgia") with nausea and rotator cuff syndrome ("rotator cuff tendinitis"). On (B)(6) 2019, the patient experienced dermatitis allergic ("cutaneous allergy"). On (B)(6) 2019, the patient experienced dermatitis contact ("after contact with costume jewelry and belt buckle presents pruritic erythema with micropapular lesions and subsequent peeling"), malaise ("general malaise") and intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2019, the patient experienced genital haemorrhage ("bleeding"). On (B)(6) 2019, the patient experienced foreign body reaction ("adherent to the devices there is fibrous tissue with granulomatous inflammatory reaction to foreign body"). On (B)(6) 2019, the patient experienced abdominal discomfort ("abdominal discomfort") and post procedural discomfort ("abdominal discomfort"). On (B)(6) 2019, the patient experienced allergy to metals ("at 96 h standard battery nickel test positive") and eczema ("eczema"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), heavy menstrual bleeding ("excessive bleeding"), anxiety ("high anxiety"), stress ("stress"), pain in extremity ("severe leg pain") and alopecia ("hair loss"). The patient was treated with amitriptyline hydrochloride;medazepam (nobritol), dexketoprofen trometamol (enantyum), diazepam (diazepan), fosfomycin, ibuprofen, metamizole magnesium (nolotil), naproxen, omeprazole, paracetamol, trolamine salicylate (analgesia) and surgery (laparoscopic bilateral salpingectomy with complete removal of both essures). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, heavy menstrual bleeding, anxiety, stress, pain in extremity, alopecia, dysuria, renal pain, back pain, neck pain, tension headache, arthralgia, migraine, rotator cuff syndrome, dermatitis contact, malaise, intermenstrual bleeding, genital haemorrhage, foreign body reaction, allergy to metals, dyspepsia, polyuria, abdominal discomfort, urinary tract infection, menstruation irregular, dysmenorrhoea, post procedural discomfort, dermatitis allergic and eczema outcome was unknown and the headache had not resolved. The reporter considered abdominal discomfort, allergy to metals, alopecia, anxiety, arthralgia, back pain, dermatitis allergic, dermatitis contact, dysmenorrhoea, dyspepsia, dysuria, eczema, foreign body reaction, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, malaise, menstruation irregular, migraine, neck pain, pain in extremity, pelvic pain, polyuria, post procedural discomfort, renal pain, rotator cuff syndrome, stress, swelling, tension headache and urinary tract infection to be related to essure. The reporter commented: essure placement date was divergency ((B)(6) 2014, (B)(6) 2014), placement of essure device: 5 coils in left tube, 4 coils in right tube without difficulty. The essure removal intervention was uneventful, and the postoperative course was satisfactory. On (B)(6) 2019 went to emergency department for general malaise, oppressive central thoracic pain of 2 hours of evolution that radiates to the back, along she with a feeling of paresthesia in left hand of about 2 hours of evolution. On (B)(6) 2019 at (21 days after the essure removal) patient reported a decrease in pelvic pain, and in the review of (B)(6) 2019 (4 months and 18 days after essure removal) shows a significant improvement of the pain. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test - on (B)(6) 2019: performed at 48h 1st pac reading of standard battery and metals negative reading, at 96h standard battery nickel ++ + metals battery negative. Haemoglobin (g/dl) - on (B)(6) 2019: 12.9 g/dl. Hysteroscopy - on (B)(6) 2019: hysteroscopic study within normality. Essure normosinsert. Pathology test - on (B)(6) 2019: left and right fallopian tubes with presence of paratubal cysts. Adherent to the devices there is fibrous tissue with granulomatous inflammatory reaction to foreign body. Red blood cell count (0.0 - 5.0 /mcl) - on (B)(6) 2015: 80 /mcl. Ultrasound pelvis - on (B)(6) 2019: retroverted uterus measuring 76x26mm, both essures are correctly positioned, rest of the uterus is normal. Ultrasound scan - on (B)(6) 2019: retroverted uterus measuring 76x46 mm. Regular cavity with an 11 mm endometrium. Both essure devices are correctly positioned. Normal ovaries.. White blood cell count (0.0 - 10.0 /mcl) - on (B)(6) 2015: 70 /mcl. X-ray - on (B)(6) 2019: essures in apparent correct situation; on (B)(6) 2019: essures in apparent correct situation; on (B)(6) 2015: both micro-inserts are visualized in intramural portion of tubes. Diagnostic judgment: essure normoinserts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2021: the follow information were updated lawyer's reporter, physician's reporter, patient's details, medical history, history drug, product indication, other treatment products, perirenal pain, low back pain (without radiation), urination pain, neck pain, tension headache, menstrual migraine, neck pain, omalgia, rotator cuff tendinitis, dermatitis due to metals, metrorrhagia, general malaise, foreign body granuloma, heartburn, polyuria, abdominal discomfort, urinary tract infection, dysmenorrhea, irregular menstruation, allergic skin reaction, eczema nos, post procedural discomfort, onset date added to headache. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthenia in 2011, fatigue in 2011, dizziness in 2011, haemoglobin decreased in 2010, malaise in 2008, fever (little fever) in 2008, nausea in 2008, multi gravida (four pregnancies, three births, one abortion), multiparous, miscarriage of pregnancy, dysmenorrhea (tm: 4/28 occasional dysmenorrhea) and syphilis (treated during the last two pregnancies). No known drug allergies. Past medical-surgical history: of no clinical interest. Previously administered products included for an unreported indication: cerazet 75 in 2010 and antidepressant. Concurrent conditions included urinary tract infection since (B)(6) 2012, hair loss (she refers to hair loss but has low hemoglobin (i.e. A certain degree of anemia) after giving birth) since 2010, anxiety since 2008, neck pain since 2008 and headache (since adolescence). Concomitant products included desogestrel (cerazet) until (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced dyspepsia ("heartburn"), polyuria ("polyuria") and urinary tract infection ("urinary tract infection, recurrent"). On (B)(6) 2014, the patient experienced back pain ("constant, moderate, non-radiating low back pain / lumbar pain radiating to legs"), dysuria ("discomfort when urinating, recurrent") and renal pain ("pain in both renal fossa"). On (B)(6) 2017, the patient experienced headache ("strong headaches (holocranial oppressive pain with associated cervical pain)") and neck pain ("cervical pain / recurrent cervical pain"). On (B)(6) 2018, the patient experienced menometrorrhagia ("excessive bleeding, menstrual irregularites"), tension headache ("cervicogenic episodic tension headache") and migraine ("episodes of hemicranial pain associated with nausea that usually appear 3-4 days before menstruation"). On (B)(6) 2018, the patient experienced arthralgia ("cervical pain radiating to the head and right arm / carvicalgia and right omalgia") and rotator cuff syndrome ("rotator cuff tendinitis"). On (B)(6) 2019, the patient experienced dermatitis allergic ("cutaneous allergy"). On (B)(6) 2019, the patient experienced intermenstrual bleeding ("metrorrhagia"), dermatitis contact ("after contact with costume jewelry and belt buckle presents pruritic erythema with micropapular lesions and subsequent peeling") and malaise ("general malaise"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("bleeding after removal for intervention"). On (B)(6) 2019, the patient experienced foreign body reaction ("adherent to the devices there is fibrous tissue with granulomatous inflammatory reaction to foreign body"). On (B)(6) 2019, the patient experienced abdominal discomfort ("abdominal discomfort") and post procedural discomfort ("abdominal discomfort"). On (B)(6) 2019, the patient experienced allergy to metals ("at 96 h standard battery nickel test positive") and eczema ("eczema"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), swelling ("swelling"), pain in extremity ("severe leg pain"), alopecia ("hair loss"), anxiety ("high anxiety / anxiety") and stress ("stress"). The patient was treated with amitriptyline hydrochloride;medazepam (nobritol), dexketoprofen trometamol (enantyum), diazepam (diazepan), fosfomycin, ibuprofen, metamizole magnesium (nolotil), naproxen, omeprazole, paracetamol, trolamine salicylate (analgesia) and surgery (laparoscopic bilateral salpingectomy with complete removal of both essures). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving, the dysmenorrhoea, back pain, allergy to metals, hypersensitivity, menometrorrhagia, intermenstrual bleeding, abdominal discomfort, foreign body reaction, dermatitis contact, dermatitis allergic, eczema, neck pain, tension headache, migraine, malaise, dyspepsia, swelling, pain in extremity, arthralgia, rotator cuff syndrome, alopecia, dysuria, polyuria, renal pain, urinary tract infection, post procedural haemorrhage, post procedural discomfort, anxiety and stress outcome was unknown and the headache had not resolved. The reporter considered abdominal discomfort, allergy to metals, alopecia, anxiety, arthralgia, back pain, dermatitis allergic, dermatitis contact, dysmenorrhoea, dyspepsia, dysuria, eczema, foreign body reaction, headache, hypersensitivity, intermenstrual bleeding, malaise, menometrorrhagia, migraine, neck pain, pain in extremity, pelvic pain, polyuria, post procedural discomfort, post procedural haemorrhage, renal pain, rotator cuff syndrome, stress, swelling, tension headache and urinary tract infection to be related to essure. The reporter commented: essure placement date was unclear ((B)(6) 2014), placement of essure device: 5 coils in left tube, 4 coils in right tube without difficulty. The essure removal intervention was uneventful, the postoperative course was satisfactory. On (B)(6) 2019 she went to emergency department for general malaise, oppressive central thoracic pain of 2 hours of evolution that radiates to the back, along she with a feeling of paresthesia in left hand of about 2 hours of evolution. On (B)(6) 2019 (21 days after the essure removal) patient reported a decrease in pelvic pain, and in the review of (B)(6) 2019 (4 months and 18 days after essure removal) showed a significant improvement of the pain. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (g/dl) - on (B)(6) 2019: 12.9 g/dl. Heavy metal test - on (B)(6) 2019: performed at 48h 1st pac reading of standard battery and metals negative reading, at 96h standard battery nickel +++, metals battery negative. Hysteroscopy - on (B)(6) 2019: hysteroscopic study within normality. Essure normosinsert. Pathology test - on (B)(6) 2019: left and right fallopian tubes with presence of paratubal cysts. Adherent to the devices presence of fibrous tissue with granulomatous inflammatory reaction to foreign body. Red blood cell count (0.0 - 5.0 /mcl) - on (B)(6) 2015: 80 /mcl. Ultrasound pelvis - on (B)(6) 2019: retroverted uterus measuring 76x26mm, both essures correctly positioned, rest of uterus normal. Regular cavity, endometrium 11 mm. Normal ovaries. White blood cell count (0.0 - 10.0 /mcl) - on (B)(6) 2015: 70 /mcl. X-ray - on (B)(6) 2019: essures in apparent correct location; on (B)(6) 2019: essures in apparent correct location; on (B)(6) 2015: both micro-inserts are visualized in intramural portion of tubes. Diagnostic judgment: essure normoinserts. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-feb-2022: quality safety evaluation of product technical complaint (ptc). Upon internal review some bleeding events were merged, outcome of pelvic pain was updated from unknown to resolving. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthenia in 2011, fatigue in 2011, dizziness in 2011, haemoglobin decreased in 2010, malaise in 2008, fever in 2008, nausea in 2008, multi gravida (four pregnancies, three births, one abortion.), multiparous, miscarriage of pregnancy, dysmenorrhea (tm: (B)(6) occasional dysmenorrhea) and syphilis (treated during the last two pregnancies). No known drug allergies. Past medical-surgical history: of no clinical interest. Previously administered products included for an unreported indication: cerazet 75 in 2010 and antidepressant. Concurrent conditions included urinary tract infection since (B)(6) 2012, hair loss (she refers to hair loss but has low hemoglobin (i.e. A certain degree of anemia) after giving birth) since 2010, anxiety since 2008, neck pain since 2008 and headache (since adolescence). Concomitant products included desogestrel (cerazet) until (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced dyspepsia ("heartburn"), polyuria ("polyuria") and urinary tract infection ("urinary tract infection, recurrent"). On (B)(6) 2014, the patient experienced dysuria ("discomfort when urinating, recurrent"), renal pain ("pain in both renal fossa") and back pain ("constant, moderate, non-radiating low back pain / lumbar pain radiating to legs"). On (B)(6) 2017, the patient experienced neck pain ("strong headaches (holocranial oppressive pain with associated cervical pain) / recurrent cervical pain") and headache ("strong headaches (holocranial oppressive pain with associated cervical pain)") with nausea. On (B)(6) 2018, the patient experienced tension headache ("cervicogenic episodic tension headache"), migraine ("episodes of hemicranial pain associated with nausea that usually appear 3-4 days before menstruation") and menstruation irregular ("menstrual irregularities"). On (B)(6)2018, the patient experienced arthralgia ("cervical pain radiating to the head and right arm / carvicalgia and right omalgia") with nausea and rotator cuff syndrome ("rotator cuff tendinitis"). On (B)(6) 2019, the patient experienced dermatitis allergic ("cutaneous allergy"). On (B)(6) 2019, the patient experienced dermatitis contact ("after contact with costume jewelry and belt buckle presents pruritic erythema with micropapular lesions and subsequent peeling"), malaise ("general malaise") and intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2019, the patient experienced genital haemorrhage ("bleeding"). On (B)(6) 2019, the patient experienced foreign body reaction ("adherent to the devices there is fibrous tissue with granulomatous inflammatory reaction to foreign body"). On (B)(6) 2019, the patient experienced abdominal discomfort ("abdominal discomfort") and post procedural discomfort ("abdominal discomfort"). On (B)(6) 2019, the patient experienced allergy to metals ("at 96 h standard battery nickel test positive") and eczema ("eczema"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), heavy menstrual bleeding ("excessive bleeding"), anxiety ("high anxiety / anxiety"), stress ("stress"), pain in extremity ("severe leg pain") and alopecia ("hair loss"). The patient was treated with amitriptyline hydrochloride;medazepam (nobritol), dexketoprofen trometamol (enantyum), diazepam (diazepan), fosfomycin, ibuprofen, metamizole magnesium (nolotil), naproxen, omeprazole, paracetamol, trolamine salicylate (analgesia) and surgery (laparoscopic bilateral salpingectomy with complete removal of both essures). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, heavy menstrual bleeding, anxiety, stress, pain in extremity, alopecia, dysuria, renal pain, back pain, neck pain, tension headache, arthralgia, migraine, rotator cuff syndrome, dermatitis contact, malaise, intermenstrual bleeding, genital haemorrhage, foreign body reaction, allergy to metals, dyspepsia, polyuria, abdominal discomfort, urinary tract infection, menstruation irregular, dysmenorrhoea, post procedural discomfort, dermatitis allergic and eczema outcome was unknown and the headache had not resolved. The reporter considered abdominal discomfort, allergy to metals, alopecia, anxiety, arthralgia, back pain, dermatitis allergic, dermatitis contact, dysmenorrhoea, dyspepsia, dysuria, eczema, foreign body reaction, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, malaise, menstruation irregular, migraine, neck pain, pain in extremity, pelvic pain, polyuria, post procedural discomfort, renal pain, rotator cuff syndrome, stress, swelling, tension headache and urinary tract infection to be related to essure. The reporter commented: essure placement date was divergency ((B)(6) 2014, (B)(6) 2014), placement of essure device: 5 coils in left tube, 4 coils in right tube without difficulty. The essure removal intervention was uneventful, and the postoperative course was satisfactory. On (B)(6) 2019 went to emergency department for general malaise, oppressive central thoracic pain of 2 hours of evolution that radiates to the back, along she with a feeling of paresthesia in left hand of about 2 hours of evolution. On (B)(6) 2019 at (21 days after the essure removal) patient reported a decrease in pelvic pain, and in the review of (B)(6) 2019 (4 months and 18 days after essure removal) shows a significant improvement of the pain. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (g/dl) - on (B)(6) 2019: 12.9 g/dl. Heavy metal test - on (B)(6) 2019: performed at 48h 1st pac reading of standard battery and metals negative reading, at 96h standard battery nickel ++ + metals battery negative. Hysteroscopy - on (B)(6) 2019: hysteroscopic study within normality. Essure normosinsert. Pathology test - on (B)(6) 2019: left and right fallopian tubes with presence of paratubal cysts. Adherent to the devices there is fibrous tissue with granulomatous inflammatory reaction to foreign body. Red blood cell count (0.0 - 5.0 /mcl) - on (B)(6) 2015: 80 /mcl. Ultrasound pelvis - on (B)(6) 2019: retroverted uterus measuring 76x26mm, both essures are correctly positioned, rest of the uterus is normal. Ultrasound scan - on (B)(6) 2019: retroverted uterus measuring 76x46 mm. Regular cavity with an 11 mm endometrium. Both essure devices are correctly positioned. Normal ovaries.. White blood cell count (0.0 - 10.0 /mcl) - on (B)(6) 2015: 70 /mcl. X-ray - on (B)(6) 2019: essures in apparent correct situation; on (B)(6) 2019: essures in apparent correct situation; on (B)(6) 2015: both micro-inserts are visualized in intramural portion of tubes. Diagnostic judgment: essure normoinserts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.